Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent to treat a mildly tortuous, mildly calcified lesion with 100% chronic total occlusion (cto) located in the ostium of the right coronary artery (rca) and the left main (lm) coronary artery. Three medtronic heart valve delivery systems where attempted to be used in the procedure, one 26mm and two 16mm. The resolute onyx was inspected before use with no issues. Negative prep was performed with no issues. The lesion was not pre-dilated. Resistance was not encountered when advancing the device. Excessive force was not used. It was reported that a vessel occlusion was caused by the resolute onyx stent. It was evidenced through tomography that the height of the left coronary ostium in relation to the aortic annulus was 8mm. The resolute onyx stent was left below the coronary trunk. A 26mm medtronic valve was implanted without intercurrence in the native annulus. Angiograph showed that the coronary ostium was not occluded, therefore, the resolute onyx was removed. After a few minutes the patient experienced low blood pressure. It was observed through angiography that the left coronary was closed. Cardiac resuscitation was started and the left coronary artery was catheterized and the stent was implanted with a good result. After a few minutes later the patient showed instability again, angiography showed that the stent was occluded. The stent was dilated and blood flow returned. After a few minutes, the patient again became unstable and cardiac arrest occurred. There was no flow in both coronaries arteries. The right coronary artery was catheterized with the presence of a thrombus. The thrombus was evident following valve deployment. It is not clear if it was the thrombus that occluded the coronary arteries. Subsequently, the patient died. The patient received acetylsalicylic acid before the procedure heparin was administered during the procedure. The patient's activated clotting time (act) levels were being monitored every 30 minutes and were above 300. The procedure lasted approximately 2 and a half hours. The heart valve was recaptured once during the procedure as it wasn't in the ideal location. As per the physician the cause of death was hemodynamic instability due to coronary occlusion. The medtronic devices contributed to the death.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was the same resolute onyx stent which was implanted in the left coronary artery after the first round of cardiopulmonary resuscitation as the stent which was initially temporarily placed below the coronary trunk during implantation of the 26mmmedtronic valve. There was no complaint against the 26mm medtronic valve used. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the left coronary artery was catheterized and the resolute onyx stent was implanted with a good result. There was no issues noted during stent deployment and the stent was fully expanded. After 10 to 15 minutes the patient showed instability again and angiography showed that the stent was occluded. The occluded stent was dilated with a balloon and blood flow returned. The thrombus was potentially caused by low coronary flow after cardiac arrest or occlusion after valve implantation due to a small sinus. The physician assessed that the death event and the thrombus event were directly related to the use of the medtronic device. Cause of death most probably coronary occlusion. There was no evidence of restenosis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: images confirm the attempted delivery and withdrawal of a stent without deployment. Images also confirm the delivery and successful deployment of a heart valve. Occlusion of the lcx is confirmed prior to the deployment of the resolute onyx stent after it was re-introduced to the vessel. But the resolute onyx stent had not been deployed when the occlusion from the left main was evident on the images. Performance of CPR on the patient is evident prior to resolute onyx stent deployment and again on deployment of the resolute onyx stent the left coronary system flow was restored but repeat occlusion occurred. It appears that coronary sinus dissection is present at the left main aorto ostial junction. Total occlusion of the left coronary system and the rca can be confirmed from the images. Based on review by medtronic clinicians it has been determined that the coronary complications are unlikely related to the resolute onyx stent, the complications are likely related to the manipulation of the gc and gw inserted into the lm (as a protective measure) during some tavr procedures. The clinicians confirmed that there was a waist in the deployed resolute onyx stent but this was anatomy related and not due to a malfunction of the stent. The medtronic clinicians were unable to confirm origin of rca occlusion from the images provided- the clinicians did not see any implication of a medtronic stent in the rca occlusion. The clinician impression is that this is a coronary occlusion occurring in the setting of tavr, likely related to small coronary sinuses (with a low orientation). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.